Event description:
The technician reported the left foot brake caster will not hold. The bed is located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the left foot brake caster is worn and needs replacement. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. The technician replaced the left foot brake caster to resolve the issue. Based on this information, no further action is required.